Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was interrogated and episodes of ventricular inference due to noise was noted on the right ventricular (rv) channel. An abduction test was performed and noise was reproduced. Reprogramming was performed to resolve the issue and the patient was in stable condition.